Event description:
Ventilator starting alarming tf-8312, attempted to recalibrate machine while patient was being manually ventilated; vent still alarmed with above code, had to replace vent; patient was still being ventilated and got good volumes throughout, alarm error code did not cause any harm to patient. Clinical engineering investigated and found that the power management system (pms) had failed. The pms was replaced and the device passed testing. Tech support worked with hospital clinical engineering technician to determine cause of failure.